Event description:
In 2008, the patient reported that she received an e6 (mechanical) error while attempting to bolus 8 units of insulin. She stated that she received an a2 (low battery) alarm prior to the e6. She did not have her instruction manual and was unable to clear the error. Her blood glucose elevated to 379 mg/dl. Her normal blood glucose range is 80-120 mg/dl. To clear the error, the patient was instructed to change her insulin cartridge and to perform a prime. She was then able to reconnect to her infusion site and bolus 2 units of insulin without error. She reviewed her bolus history and found that she had not received the initial 8 unit bolus. She administered another 6 units of insulin without error. Upon follow up on the next day, the patient stated that after the report she also changed her infusion set and her blood glucose returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.